Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, as it was reported that the ¿staple line was compromised, having not formed properly¿ does this mean that the staples were not formed in the proper ¿b-formed¿ shape or were there staples missing from the staple line: the staples were not proper bs. As the procedure was ongoing at the time the issue was reported, were there any patient consequences or issues through the remainder of the procedure: there were no patient consequences. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a lower anterior resection and the cutting washer came out on the anvil portion of the stapler and in the staple housing. The staple line was compromised, having not formed properly. The staple line was over sewed with unknown suture and the procedure was continued with no consequence to the patient. The procedure was currently ongoing at the time of the call.